Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the head from the liner. Metal debris was also found in the head/stem taper area.

Manufacturer narrative:
Following receipt of products, the complaint was transferred to bioengineering for investigation (B)(6) 2011. Review of the device history records found no related manufacturing deviations or related anomalies. Following investigation by bioengineering, it was concluded that: the root cause of the disassociation could not be identified through receipt of insufficient information. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received; then the complaint shall be investigated further.